Manufacturer narrative:
Device was used for treatment, not diagnosis. Device is an instrument and is not implanted/explanted. A review of the device history records was performed and revealed: (B)(4). Manufactured the drive shaft for use with ria, p/n 314.742, and lot number 7061003 on po #(B)(4), for (B)(4) pieces delivered (B)(4) 2013. Initially, the part conformed to the supplier¿s certificate of conformance, dated (B)(4) 2013, and synthes final inspection sheet # (B)(4), revision ¿l¿. The parts were released to the warehouse on (B)(4) 2013. There were no material review reports, non-conformance reports or complaint related issues with this lot. The drive shaft for use with ria was made to the synthes drawing p/n 314.741, revision ¿k¿, released on (B)(4) 2011. The investigation could not be completed; no conclusion could be drawn, as no product was received. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Device was used for treatment, not diagnosis. An evaluation was performed on the returned device. As per received condition of device; upon receipt, it was noted that the tip of the shaft is broken; two metal fragments are with the complaint, remainder unavailable. The material and the product dimensions near the breakage are within specification. Based on the evaluation, the complaint condition is confirmed, but is not considered to be related to manufacturing processes or materials. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
An investigation summary was performed. The investigation of the complaint articles has shown that: the relevant dimensions of the ria drive shaft and as well of the ria medullary reamer head were as far as possible checked and no deviation was found. The material was analyzed and was found to be nitinol (B)(4) for the shaft and (B)(4) stainless steel for the reamer head as designed. Based on these findings it can be concluded that both devices were manufactured according to the specification. No product fault could be detected. Based on the provided information we are not able to determine the exact cause of the complained malfunction, we can only assume that a mechanical overload during use caused this breakage. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported the tip of drive shaft broke off during removal of a nail and achilles lengthening procedure. Two of the flanges of the reamer head also broke off during use. This was only noticed after use when the product was taken apart, a small piece of metal was seen inside the drive shaft assembly. The remaining fragments were unable to be located. There was not extended surgical time or harm to the patient reported. This is report 1 of 2 for com-(B)(4).

Manufacturer narrative:
Subject device has been received and is currently in the evaluation process.device was used for treatment, not diagnosis.if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.